Event description:
The pt was brought to the or for repair of right hip fracture. The plan was to implant a right hip bipolar endoprosthesis. Pt was given anesthesia. Her bp was stable. She was placed on the or table. The cement was inserted at 1330. The prosthesis was then inserted. At 1337 her heart rhythm became irregular with slowing; bp started to drop and the pt stopped breathing. Steps were taken to restore bp. She was intubated and chest compression was begun. Throughout this period of time 1337 to 1404 pt had pulseless electrical activity. At 1404 she had ventricular fibrillation. She was defibrillated. At this time her EKG became flat line. CPR was terminated.